Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump had a crack in the battery compartment, the pump suddenly shut off, the screen was intermittently blank or not turning on, and the battery cap¿s metal contacts were damaged. Blood glucose value at the time of event was 206 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1712k. Troubleshooting was performed for hyperglycemia event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for damage and indicated that the damage was affected the pump¿s functionality. Troubleshooting was performed for damaged battery cap and found damage was on metal contacts. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1712k will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. The pump was monitored, no blank display and unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 19-mar-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 19-mar-2026 of the dailytotalcollectionstarttime at 00:00:00.000, the dailytotalofbasalinsulindelivered = 1.25 and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 1.25. All bolus/basal were delivered in auto mode/manual mode. On the event date of 19-mar-2026 of the dailytotalcollectionstarttime at 07:15:06.000, the dailytotalofbasalinsulindelivered = 13.4 u and dailytotalofbolusinsulindelivered = 6.375 u which is equal to the dailytotalofallinsulindelivered = 19.775 u. All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 03/19/2026 02:40:00.000 insert battery alarm was found on: 03/19/2026 07:18:12.000 replace battery alert was found on: 03/19/2026 03:32:00.000 replace battery now alarm was found on: 03/19/2026 04:03:00.000 power loss alarm was found on: 03/19/2026 07:01:37.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert, replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 03/19/2026 02:40:00 after more than 7 days at 10.29 days. Battery cycle 2 received the lowbatteryalert (104) on 03/08/2026 09:15:00 faster than expected at 5.91 days. Battery cycle 3 received the lowbatteryalert (104) on 03/02/2026 06:56:00 after more than 7 days at 9.93 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week from the event date of 19-mar-2026, these pump error(s)/alarm(s) were noted: lost sensor 2 alert (781) as found on: 03/13/2026 00:02:00.000 03/13/2026 00:12:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.47 mv). Unexpected battery power loss was confirmed, suspected on hw. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Blank display was not confirmed. Unexpected battery power loss was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.